Event description:
It was reported that the patient was experiencing pain in left leg due to spinal cord contusion which occurred during the placement of the leads. The patient underwent a system explant procedure. The patient was in rehabilitation and still has left lower extremity weakness. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7084042; product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(4), batch: 548004.